Manufacturer narrative:
The following devices were also listed in this report: unknown_60mm psl cluster shell; cat# unknown ; lot# unknown. Unknown_44 +0 lfit anatomical head; cat# unknown ; lot# unknown. Unknown_accolade tmzf stem;cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event:  an event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.   Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information & sterile lot code information was not provided.  Conclusion:  all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to suspected infection. All implants were removed and a girdlestone was performed. Rep confirmed that no further information will be released by the hospital or surgeon.